Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, approximately 2.5 years post implant in a pre-stented homograft in the pulmonic position, a 23mm sapien xt valve, was explanted to ¿severe obstruction¿ in the patient. Medical record review revealed during a transvenous pulmonary valve replacement procedure, balloon angioplasty (with 22mm balloon) and compliance testing of the existing homograft conduit was performed. Endovascular stenting with 22mm xl stent of the existing calcified and narrowed homograft was performed. A 23mm sapien xt valve was then implanted in the stent with some difficulty, and fully expanded with normal volume. The valve position was ¿excellent¿. Post dilation of the valve and stent was performed. The patient was transferred in stable condition and discharged to home on postoperative day (pod) 1. Follow-up echocardiogram, performed 5 months prior to the valve explant, revealed the degree of obstruction at the level of the valve had progressed to a mean gradient of at least 45 mmhg, with a peak instantaneous systolic velocity gradient of 79 mmhg. These findings were consistent with moderate to moderate-severe obstruction/stenosis. Trivial pulmonary valve insufficiency was noted. One month prior to the sapien xt valve explant, the patient was asymptomatic ¿from a cardiovascular standpoint¿. Doppler echo revealed moderate to moderate/severe stenosis with a pulmonary artery (pa) mean gradient of 44.6 mmhg and a pa peak gradient of 79.36 mmhg. Following discussion of the patient¿s condition, the decision was made to remove the stenotic sapien xt valve/homograft. The patient was placed on cardiopulmonary bypass and cooled. The old conduit and valve, noted to be calcification and fibrotic, were dissected out. The sapien xt valve was observed to be somewhat ¿crescent-shaped¿, not circular in orientation. The inward bulge of the crescent was adjacent to the large aortic root. No fusion of the valve leaflets was observed. It was noted that none of the proximal and distal xl stent edges were against the wall, only the area in the mid-portion was tight up against the wall. A fair amount of fibrinous material was noted on the base of the valve leaflets, although none appeared to be infectious in origin. Following the complete removal of the homograft and valve, a new homograft (now 28mm) was sewn into place. The heart was allowed to fill with blood and cardiac function was good. The patient was weaned from bypass without difficulty. A drain was placed and the patient was extubated. The patient was transferred to the ICU in stable condition. The patient¿s hospital course was unremarkable. The patient was discharged to home on pod2 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The explanted valve was not returned to edwards lifesciences for evaluation. Without the device, visual evaluation, x-ray, and/or histology studies could not be performed. No imagery or photographs of the explanted valve were provided. Lot history review did not reveal any other complaints related to ¿frame ¿ deformed¿. It was noted that the lot numbers for the valve complaints reference the valve serial number only. Therefore, the review was performed by taking valve serial numbers (B)(4) and verifying that there has been no other complaint associated with each serial number. Complaint history review for sapien xt valves (all sizes) from january 2018 through december 2018 revealed no other complaints for ¿frame ¿ deformed¿. A review of complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the trend category. The IFU manual, pulmonic device prepping manual and pulmonic training manual were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of the IFU indicated no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien xt assemblies undergo 100% inspections. The frame components undergo 100% visual inspection by manufacturing and quality for defects including scratches, fracture cracks, rough surface, divots, grooves, distortion, mechanical damage, burrs and protrusions. The frame components undergo 100% dimensional inspection, crimping and radial expansion. Samples from each lot of frames undergo tensile testing, uniaxial tension testing to determined ultimate tensile strength (uts) and percent elongation at fracture, and average grain size measurement. The lot met the statistical acceptance criteria as the calculated lower tolerance limit (ltl) and/or upper tolerance limit (utl) of each testing fall within the respective lower specification limit (lsl) and/or upper specification limit (usl). The in-process sapien xt valves undergo 100% visual inspections for defects under a minimum of 7x magnification during the manufacturing process. The valves also undergo coaptation testing during the production flow testing. The adequacy of sapien xt valve coaptation and valve appearance are 100% inspected before and after valve holder attachment. The valves also undergo 100% final visual inspection at preliminary packaging to ensure no damage was done to the valve from handling between holder inspection and the brep process. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, since the explanted valve was not returned for evaluation and no photographs or imagery was provided, the complaint for ¿frame ¿ deformed¿ was not able to be confirmed. Due to the unavailability of the device, engineering was unable to perform additional testing such as visual inspection, x-ray, and/or histology study. As a result, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the sapien xt valve was observed to be somewhat ¿crescent-shaped¿, not circular in orientation.¿ in patients with congenital disorders requiring reconstruction of the aorta, the space between the aorta and chest wall is narrower. This puts additional pressure on the stent/homograft implanted in the pulmonary artery. The inward bulge of the crescent being located adjacent to the large aortic root supports this hypothesis. It is possible that over cycles of constant compression, the valve began to deform. This valve compression may constrain the valve leaflets and prevent its proper function and ultimately impact effective orifice area (eoa). Although a definite root cause of the deformed frame cannot be confirmed, patient factors and anatomy may have contributed to the deformed frame, resulting in stenosis of the pulmonary artery and the subsequent sapien xt valve explant and homograft replacement procedure. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the complaint occurrence rate did not exceed the december 2018 control limit for the applicable trend category, neither a product risk assessment (pra), nor corrective or preventative action was required.